Manufacturer narrative:
Concomitant medical products: product ID: 407658 lead, implanted: (B)(6) 2012, product ID: 429888 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received a possible inappropriate shock for supra ventricular tachycardia (svt) which the device classified as ventricular fibrillation (vf). The device is still in use. No further patient complications have been reported as a result of this event.